Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2: date of birth not provided. Blocks e1 & g2: country is united kingdom. Blocks h3 & h6: the altatrack guidewire was discarded and not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a peripheral therapeutic 4-fevar procedure, an altatrack guidewire was used with a non-philips angiographic catheter. During navigation, the guidewire caused a prominent dissection in the distal segment of the right renal artery. A non-philips coiling device was used to create an intentional embolization to occlude the damaged vessel, and stop the distal bleeding. The procedure was continued with the same devices without any further issues. The patient is in stable condition. This adverse event is being submitted because the altatrack guidewire likely caused a dissection, and required additional intervention. There was no alleged malfunction with the altatrack guidewire.